Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a rise in pacing impedance measurements from 515 ohms to 1363 ohms on the right ventricular (rv) channel. All other right ventricular measurements were stable and in range. The cardiac resynchronization therapy defibrillator remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a rise in pacing impedance measurements from 515 ohms to 1363 ohms on the right ventricular (rv) channel. All other rv measurements were stable and in range. The crt-d remains in service. No adverse patient effects were reported. It was reported that an alert had been triggered for an out of range right ventricular (rv) pacing impedance of 2755 ohms. Review of the left ventricular automatic capture (lvat) electrograms (egms) showed loss of rv capture during the threshold test. Presenting and stored egms showed the device is functioning as programmed. The clinical observations were documented, and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a rise in pacing impedance measurements from 515 ohms to 1363 ohms on the right ventricular (rv) channel. All other rv measurements were stable and in range. The crt-d remains in service. No adverse patient effects were reported. It was reported that an alert had been triggered for an out of range right ventricular (rv) pacing impedance of 2755 ohms. Review of the left ventricular automatic capture (lvat) electrograms (egms) showed loss of rv capture during the threshold test. Presenting and stored egms showed the device is functioning as programmed. The clinical observations were documented, and the device remains in service. No adverse patient effects were reported. This supplemental report is being submitted to update the additional manufacturer narrative.